Event description:
It was reported that after an afib case, a pericardia! Effusion was found when the needle was noticed to have gone transeptal before the attempt to go transeptal had been made. The effusion was confirmed through ice and carlo 3. Caller reported that the medical intervention provided was pericardiocentesis and 2liters of fluid were removed. The patient's condition is stable. The following bwi devices were in use: carlo 3 (r10041), generator (g4c-2365), pump (g4cp-2310), smarttouch catheter(d134805, 17755402l -not available), cs catheter (bd710fj282ct, 17681365m), pentaray (0128210, 30006132l), sounstar (g90789, 10439236) additional information received stated factors cited by the thoracic surgeon that may have contributed to the adverse event include that the patient's heart was very fibrous. Physician's opinion regarding the cause of the adverse event is that it occurred during transseptal puncture, which was too anterior, causing a perforation in the laa. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).